Event description:
Your report on a false negative cue covid tests has inspired me to report false positive cue tests that I got a few months ago. On (B)(6) 2024, I got a positive test using one of my cue readers, "#1". Since my symptoms were not very characteristic of covid, and based on previous experience (see below), I decided to confirm this result. I was negative with a second cue test (different lot number, different reader, "#2"), negative with lucira, and negative with a flowflex antigen test. So I think it was a false positive. On (B)(6) 2023, testing for surveillance before an event, I got a positive test from reader #1. I then got a negative test from reader #1, a negative test from reader #2, a negative test the next day from reader #1, and a negative test three days later from reader #1. So I think the first, positive test was false. On (B)(6) 2023, I tested my son using reader #1 and got a positive test. I then tested him every day for several days with antigen tests, always getting negative results. At the time my interpretation was that he had had an asymptomatic case some weeks before, but in retrospect I suspect this was a false positive also. I had a number of conversations with cue health about these false positives. While they agree that they might have been false, I never convinced them to consider the possibility that there was a problem with my reader #1. I used reader #2 for all my future cue testing until I had used up all my test cartridges (getting only negative results) and I won't use their system again. Ref reports: mw5155032, mw5155034.